Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a small beige plastic piece missing at the front of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.